Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the device had no output pulse. The customer declined the quotations and the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during set up the external pulse generator(epg), had no output pulse. The epg was returned for service. There was no patient involvement.